Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ short interval counts (sic). Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance trend on the right ventricular (rv) pacing lead was variable. Analyst commented, beginning (B)(6) 2015, v sensing integrity counts up to 2658; ventricular tachycardia (vt) non sustained episodes due to lead noise oversensing. Rv lead integrity warning occurred on (B)(6) 2015 for sensing integrity counts greater than 30 in 3 days and rv lead impedance variation in last 60 days. Rv pacing impedance dropped to 190 ohms on (B)(6) 2015 from 418 ohms. Measurement on (B)(6) 2015 was back up to 418 ohms. (B)(4).

Event description:
It was reported that two hours after a scheduled follow up visit the patient heard right ventricular (rv) lead integrity alert (lia) alarm and returned to healthcare facility. Due to three impedance decreased and probably p-wave sensing, insulation damage is presumable. The rv lead remains in use, and explant planned. No patient complications have been reported as a result of this event.